Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter (sgc) was returned and the reported sgc knob issue was confirmed to be due to a cable break. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported cable break appears to be a result of patient morphology/pathology and likely due to the patient having scoliosis. The reported mechanical issue with the knob and noise are likely secondary effects of the cable break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the failure to straighten the steerable guiding catheter (sgc) tip. It was reported that when the sgc was in the right atrium, the +/- knob was turned 3/4 of a turn in the negative direction, but a cracking sound was heard. The tip of the device was no longer responding. A cable break was suspected. A new sgc was used with the mitraclip delivery system (cds) to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.